Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a syncopal episode while driving and crashed his car. The patient was seen in the emergency room, the pulse generator exhibited no ventricular capture. The device was explanted and replaced successfully. The patient was stable after the procedure.